Event description:
Successful embolization of a parietal brain avm via the aca. After withdrawal of the catheter, the physician noticed a string of onyx at the ica bifurcation. While injecting onxy, no resistance was felt, an onyx exited the distal end.